Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Per customer's endocrinologist, customer had multiple comorbidities and cause of death is not likely to be due to pump/supplies/diabetes. However, he could not confirm this, as he does not have any information on the exact cause of death. Per county coroner's office, this patient was not a coroner's office case and autopsy was not performed.